Event description:
It was reported during the transport of a patient the telescoping head end frame allegedly telescoped inward and came out of the mount in the truck. The patient care provider allegedly had to hold the device in place with his foot for the remainder of the transport. No injuries were reported and the transport was not delayed. An investigation is currently pending. The device will be returned to manufacturer for further evaluation.

Manufacturer narrative:
The device was evaluated by ferno on 8/28/2015. It was observed the stretcher had taken an impact to the side which caused the lock pins to come into contact with the side rail potentially causing damage to the material around the holes. This would allow the telescoping frame to not lock into place. This unit was a part of a recent previously announced recall of the product. The product was removed from the field and replaced with updated models addressing the telescoping frame. The customer was communicated with and they confirmed that no injuries resulted from the incident and the transport was not delayed.. They also confirmed that this unit and all other units were placed out of service in anticipation of the replacement models.

Event description:
It was reported during the transport of a patient the telescoping head end frame allegedly telescoped inward and came out of the mount in the truck. The patient care provider allegedly had to hold the device in place with his foot for the remainder of the transport. No injuries were reported and the transport was not delayed. An investigation is currently pending. The device will be returned to manufacturer for further evaluation.